Event description:
During a routine system check clinic visit, the physician observed a device sensing issue. Physician brought the patient in for surgery and found the distal sensor tip had separated from the lead body. However, the surgeon successfully retrieved the sensor tip without complications. Upon conclusion of root cause analysis completed on 8 jan 2026, it was determined that the distal sensor tip had detached from the lead body, exposing the patient to the risk of injury from possible sense lead migration. The revision surgery addressed the risk, and the issue is now resolved.